Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was a whitish foreign matter present in the package. The reported dimension of the foreign material was 1.0 centimeters (cm) in width, 0.7cm in length and 0.2 cm in thickness. It was further reported that the foreign material was not adhered to the catheter but, located inside the peel pouch. The reporter when on to state that ¿the pouch had been scrapped¿. Photos were provided of the reported foreign material by the complainant.

Manufacturer narrative:
No additional information has been received to date. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).